Manufacturer narrative:
On june 7, 2007 a field svc engineer (fse) inspected the laser and found the system met specifications and performed as intended. An intralase clinical applications specialist (cas) has been in contact with the site obtaining pt details. The cas assessed the surgeon's laser settings, surgical technique, and sterility process to determine possible root cause(s). The facility reported laser settings are changed prior to surgery per surgeon's instructions and pts are treated one at a time. Surgeon started using a new flap lifter, installed new ceiling in the laser room, installed air conditioning unit, and there is no ventilation system in place. The site uses disposable surgical instruments, and pre-set surgery trays at start of surgery day. Surgeon rinses with balanced salt solution applied through cannula. A root cause has not been confirmed for the reported event.

Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One month later, one day postoperatively, the pt presented with stage 1 bilateral diffuse lamellar keratitis (dlk). The following month, a flap lift and rinse was performed on right (od) eye only. The pt was prescribed topical steroids on both (ou) eyes. The pre and postoperative best corrected visual acuity (bcva) was not provided. The pt responded to treatment and dlk has resolved. Pre and post bcva readings have been requested from the user facility. If any add'l info is received, a supplemental report will be submitted. The association between the event and the device is unk.